Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and exhibited high out of range shock impedance measurement. Boston scientific technical services (ts) reviewed the patient's remote home monitoring system and discussed how the device beeps when an alert was triggered. The health care professional (hcp) will going to call the patient to check if beeping tone was on the device. Additional information states that the patient's device was checked and no problems were found. The patient was then informed about the next scheduled follow-up. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received from the health care professional (hcp) at the clinic indicated that the patient presented and the monitoring limit was increased to 150 ohms. No additional intervention has been performed. The patient plans to be monitored. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Approximately five years later additional information received indicated that the clinic received an alert via remote monitoring indicating there was another high shock impedance measurement that exceeded 125 ohms. A review of the remote monitoring data indicated all of lead diagnostics were within normal limits. Also, there were no events stored as a result of noise. Boston scientific technical services (ts) discussed available options to either monitor the lead or perform additional testing. No adverse patient effects were reported.